Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor with a glidescope go disposable blade. The device was connected to a known good charger. The unit did not power on as expected. The backlight flickered but there was no video. The unit's charging led would not illuminate. The charging port was not damaged. The glidescope go monitor was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor kit, the glidescope go monitor was giving a flashing image; cutting in and out. A delay in the procedure of under a minute occurred as another glidescope go was obtained. No harm to the patient or user was reported.